Event description:
It was reported that the patient experienced a hyperglycemic event after difficulty replacing a sensor led the pump to enter bg run mode; the patient did not enter a blood glucose value and insulin delivery stopped, and the patient did not take long-acting insulin, resulting in diabetic ketoacidosis and subsequent admission, with discharge instructions to use multiple daily injections until additional training is completed; no alerts or alarms were reported. Symptoms included insufficiently characterized clinical effects. Outcomes included insufficiently characterized health impact. Investigation included communication with the user and the healthcare provider and analysis of information provided by third parties. Investigation of this case revealed no device problem found, with a usage problem identified; the medical device problem was characterized as improper or incorrect procedure or method and no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.